Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the inner pouch of a flo-thru device. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4): the device was received and the evaluation was completed to investigate the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A microscopic inspection was performed and a brown fiber, approximately 5.1 mm long, was found between the inner and outer pouches. The reported issue was verified during sample evaluation. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.